Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient has experienced recurrent infections at the implant site. The patient was prescribed oral antibiotics on (B)(6), 2014 and again on (B)(6), 2014. The implanted device remains.